Event description:
Reported (by patient's spouse) as: "(patient) had lap band surgery on ...(date) and died...(date) at the age of ...(age) after complications with lap band surgery (infection, body rejection, and blood clot)". No additional information has been provided by the reporter at this time. This event is being reported because of allergan's approach to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Allergan works closely with bariatric surgeons to investigate the cause of any serious complications following the use of the lap-band system and, as with all the company's marketed products, information that suggests the device may have caused or contributed to a death or serious injury is reported to the FDA. Multiple attempts to contact the reporter of the event were unsuccessful. Allergan has been unable to obtain additional information. However any additional information obtained will be reported to the FDA. Device labeling addresses the possible outcome of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur."